Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pace impedances. The values were less than 200 ohms. The rv lead was surgically abandoned and replaced. During the revision, the lead was tested via a pacing system analyzer and the low impedances were confirmed. No additional adverse patient effects were reported.